Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause was not determined. The patient talked to technical services but did not get the answer that they were looking for. The issue was resolved. The patient had no further concerns.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported, that the rep met with the patient today to check the system, per patient services' recommendation. Technical services (ts) explained, how the battery is displayed, but can't resolve the fact that the patient can see battery voltage at 100% and then just moments later seeing 50%. The patient reported, seeing this different since a year after implant. The patient also reported ,that when the ins battery is at a lower level, at 50% or less, then at that time he is not feeling stimulation as well. Ts reviewed, with the patient that the system will deliver the same pulse until it can't. Ts discussed possibility of just positional changes, since the patient generally feels this difference while in recline position. The rep did check impedance in the recline position. And she didn't notice a difference in impedance, but during the check, while the patient was in the recline position, he did notice change in stimulation sensation. The patient is getting relief overall. And he described, the therapy as life changing. Additional information was received from the patient. It was reported, that a manufacturer representative (rep) was first notified of the event a couple of months ago. The patient stated, that after meeting with a physician, the cause of the event was not determined, due to "inconsistencies in time". The patient stated, that they are keeping a log.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator has been shutting off itself for the past month. He doesn't let anything go below 1/2 charge. The patient states that he also notices the lightning bolt is gone and has to always turn it back on. The patient was redirected to their health care  professional.